Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not performed". The patient's medical history included tubal ligation. Patient was provided ultrasound for follow-up on ablation treatment. Previously administered products included for pregnancy prevention: depo provera from 2006 to july 2009. Concurrent conditions included morbid obesity, bleeding genital, endometrial polyp, uterine enlargement, fibroids and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with progesterone and surgery (anticipated removal date:(B)(6) 2019, tubal ligation on (B)(6) 2016 and endometrial ablation). At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: have you had your essure (or any part of the device) removed? No. If you have not had essure removed, are you currently planning for removal? Yes reason for removal: I feel that the essure is the cause of the sudden unexplained ailments I've had to endure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new event essure confirmation test not performed was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Patient was provided ultrasound for follow-up on ablation treatment. Previously administered products included for pregnancy prevention: depo provera from 2006 to (B)(6) 2009. Concurrent conditions included morbid obesity, bleeding genital, endometrial polyp, uterine enlargement, fibroids and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with progesterone and surgery (anticipated removal date: (B)(6) 2019-(B)(6) 2019 and endometrial ablation). Essure was removed. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 25-year-old female patient who had essure (batch no. 774378) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Patient was provided ultrasound for follow-up on ablation treatment. Previously administered products included for pregnancy prevention: depo provera from 2006 to july 2009. Concurrent conditions included morbid obesity, bleeding genital, endometrial polyp, uterine enlargement, fibroids and endometrial ablation. Concomitant products included medroxyprogesterone acetate (depo provera). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with progesterone and surgery (anticipated removal date:(B)(6) 2019-(B)(6) 2019 and endometrial ablation). Essure was removed. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia most recent follow-up information incorporated above includes: on (B)(6) 2019: medical records was received. Lot number, concurrent condition and concomitant medication were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('pain abdominal') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation. Patient was provided ultrasound for follow-up on ablation treatment. Previously administered products included for pregnancy prevention: depo provera from 2006 to (B)(6) 2009. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with progesterone and surgery (anticipated removal date: (B)(6) 2019 and endometrial ablation). Essure was removed. At the time of the report, the abdominal pain, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, menorrhagia and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2019: pfs received:reporter information, patient demographics added, product indication updated, historical drug added, event injury replaced by new events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) and abdominal pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.